Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no display on his olympus high flow insufflation unit during preparation for an abdominal exploration procedure. According to the initial reporter, another unit was used to complete the intended procedure without delay or patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing, the unit¿s alarm began to generate, and the front panel went black due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.